Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. A remote interrogation was performed and there were no recent episodes. The patient does pace 97% of the time in the right ventricle and 100% in the left ventricle. The patient was reported to be on a beta blocker. The cause of the syncope was not determined. At this time, the patient will continue to be monitored.